Event description:
It was reported that approximately fifty months post xience v stenting procedure in the mid right coronary artery and in the distal right coronary artery (drca) each with one 3.0 x 18 stent, the patient was hospitalized on (B)(6) 2011 with shortness of breath and angina. The functional stress test performed was positive for myocardial ischemia. On (B)(6) 2011, the patient underwent percutaneous coronary revascularization in the drca index target lesion with balloon angioplasty for <50% stenosis. The patient's condition is improved. There was no reported adverse patient sequela. Though requested, there was no additional information provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information there was no reported product deficiency. The reported patient effects of angina, ischemia and restenosis, as listed in the xience v instructions for use, are known adverse events associated with coronary stenting procedures. Although a conclusive cause for the reported patient effects and the relationship to the device, if any, cannot be determined, there is no indication of a product quality deficiency with respect to manufacture, design or labeling.